Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2316-50 serial #: (B)(4) description: infinion 1x16 perc lead kit-50 cm model #: sc-3400-30 serial #: (B)(4) description: infinion splitter 2x8 kit (30 cm) model #: sc-1132 serial #: (B)(4) description: precision spectra.

Event description:
A report was received that one of the patients lead was showing high impedance and the other lead was not giving adequate stimulation. The patient will undergo a full system replacement procedure.

Manufacturer narrative:
Additional information was received that the patient was not getting sufficient coverage on one of the leads due to high impedance. The patient underwent a revision procedure wherein the ipg and leads were replaced per physicians preference. The patient was doing well postoperatively. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that one of the patients lead was showing high impedance and the other lead was not giving adequate stimulation. The patient will undergo a full system replacement procedure.